Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open wedge resection procedure, the toggling of the reload was difficult to manipulate, toggling "up" to open. Down was relatively easy, right and left were difficult and up was very non-responsive. They then used another shell to resolve the issue in order to complete the case. There was no patient injury.